Event description:
It was reported that left ventricular lead had exhibited a loss of capture. The lead was explanted with plans to implant an epicardial variant on a future date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.